Event description:
The customer contact reported the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time the device was programmed to deliver an unspecified vasopressor medication and the delivery started. No specific programming parameters were provided. After an unspecified length of time, it was reported the device powered off by itself while operating on battery power without sounding an audible alarm tone. The device was removed from clinical service. After approx 5 to 10 mins, therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.